Event description:
The customer reported there was a precharge voltage error. This error may prevent the system from booting.

Manufacturer narrative:
A ge representative evaluated the system and replaced the pre-charge circuit board. The system operates as intended.